Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise and inappropriate auto mode switch episodes the device was reprogrammed. On (B)(6) 2016 the lead was capped and replaced. No patient symptoms or additional information was reported.